Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address a periprosthetic femoral bone fracture and stem loosening approximately 8 weeks post status right total hip replacement. No further information is available at this time.

Manufacturer narrative:
UDI: (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed due to x-ray review received from the customer. The patient bone is fractured. Device history record review identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Radiographic review states the acetabular cup lateral angle of inclination is approximately 40 degrees and anteversion is approximately 34 degrees. Femoral head well centered. Stem in grossly neutral alignment. Potential subsidence noted as femoral neck remnant is short and there is leg length discrepancy, right shorter than left. Bone quality appears osteopenic which is possible contributing factor to fracture. Displaced vancouver a(l) fracture identified. Correlate with patient's symptoms. Heterotopic ossification within the joint space is also present. Both of these findings could cause pain. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient experienced pain and was revised to address a periprosthetic femoral bone fracture approximately 8 weeks post status right total hip replacement. X-rays were reviewed and identified loose femoral component due to fracture of the calcar and including the lesser trochanter. The femoral stem was replaced with a revision stem and the femoral head therefore swapped. The fracture was cabled with cerclage. No further information is available at this time.